Event description:
Drive medical has received a user facility medwatch form indicating an adverse event involving a bed rail distributed by (B)(4). It's alleged that a pt was found hanging between the two half side rails. The pt was allegedly unconscious and was gasping for air. Caregiver called 911 and pt was sent to hospital. This MDR report is based on the user facility report.